Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an error 2 strip issue message. According to the ot ultra2 owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported using non adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 24 hours after the alleged issue occurred she developed symptoms of ¿shaking, fast heart beat, cold sweat.¿ the patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca was able to determine there was no misuse of the meter and it was not the first time the meter had been used. The alleged issue was not resolved when the patient was walked through a retest. The patient was found to be using the correct testing steps and correct test strips. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, she suffered symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.